Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage cannot be determined. Fluid path testing found that fluid was able to flow through the complete fluid path despite the external damage. A leak test was performed, no leaks or blockages were observed. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl. The pod was leaking while worn for between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.